Manufacturer narrative:
H4: the lot was manufactured from august 31, 2022 - september 02, 2022. H10: the actual devices were not available; however, six (6) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on a compounder with 2 randomly selected samples of the 6 samples of the same lot and no issues was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) em2400 valve sets leaked and were producing air bubbles in the port/tube. This was discovered while pumping the bags. There was no patient involvement. No additional information is available.